Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was missing a power module entry. In addition, the unit was overheating with a new bulb. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) review showed no abnormalities related to the reported issue. Failure analysis - this described failure is being addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis - a quality plan was opened by integra-tullamore to address the root cause and corrective actions for issues of lamp failure.